Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent a dental procedure on unknown date in (B)(6) 2018 and suture was used. The suture snapped during use. The surgeon used a different type of suture to complete the procedure. There were no patient consequences reported.